Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The wife reported via phone call that the customer received a compromised force sensor system alarm. The wife also reported insulin was squirting out during a manual prime. Customer was also unable to exit the preparing to prime loop on the insulin pump. Customer's blood glucose was 109 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The wife also reported the reservoir was full but the insulin pump showed it was half full. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and alarmed a33 during the basic occlusion test due to loose protruded drive support disk. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads cracked, cracked reservoir tube lip and broken belt clip slot.